Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and lead revision was recommended. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.